Event description:
Healthcare professional (hcp) reports home patient (hp) experienced a pin hole leak in cassette of 3 homechoice sets from this lot number product. Pin hole leaks were noted in bottom edge of cassette when cassette was removed from device post treatment. Incidents occurred on 2/3/99 and 3/1/99. Per healthcare professional prophylactic antibiotics were administered after the first incident and no injury resulted from these incidents. Sample of cassette leak is avaliable from last incident.